Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was detected on bus. A field service engineer (fse) identified failed half height cubie main drawers 4.1 and 4.2, with multiple half height cubie pockets missing from the medication application configuration. The row board cable connections were reseated, and all cubie trays and pockets were reseated. Testing was performed, and all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1, 4.2 and 3.2 were not detected on bus, which located on str4sw2. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.